Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12221. It was reported the pt lost the charger over a year ago and is now without stimulation coverage. The sjm representative was unable to communicate with the ipg using extra external devices. The pt requests the scs system explanted.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.